Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 370 mg/dl. Reportedly, the customer forgot to deliver a correction bolus for the breakfast consumed. The customer reported that the bg level experienced was due to user error.